Manufacturer narrative:
Additional information: due to characterization limit e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check of cs300 intra-aortic balloon pump (iabp) that, no data was displayed on the screen and it does not work. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, e1(email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - e3, h6(medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse check and it was determined that the solenoid driver pcb board was defective. The fse replaced the pwr sply/chrgr w/o ext dc inpt (0014-00-0033-05) , the pcb,front end module (0670-00-0668) and pcb,solenoid driver (0670-00-0639). It is unclear if the unit passed safety and functional tests but will be updated when that information becomes available.